Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 70mm aneurysm with a 4mm length dissection. It was reported that during the index procedure the contralateral limb of the endurant ii bifurcated stent graft did not fully open. It was reported a hole was made in the stent graft with a rigid guide and diagnostic vertebral catheter and after using an angioplasty balloon to open a passageway a contralateral extension was placed. Control angiography was performed and it is noticed that at the site where the hole was made had narrowed but the angiographic result was satisfactory and it was reported there is no need for a new intervention. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Film evaluation summary the contra gate compression reported during deployment of the bifurcate was confirmed; however, the cause could not be determined from the films provided. Pre-implant films were not available for return, and a comprehensive assessment of the anatomy could not be performed. Complete angiograms during implant and intervention were also not available for review; five (5) still angiograms during implant were returned. Post-implant films were also not provided for assessment of the stent graft in-vivo configuration. The returned films revealed that after deployment of the bifurcate down to release of the gate, the distal end of the contra gate (ring) appeared severely malformed/compressed. After the bifurcate ipsi limb had been completely deployed the malformed contra gate ring was compressed to ~33% of the non-compressed ipsi limb od. One returned image was seen during ballooning, with the balloon seen inflated primarily within the aorta just distal to the gate extending only partially within the gate ring, and slight expansion of the gate ring ID to ~50 % of the ipsi limb was observed. The final contrast image revealed that the contra limb had been implanted into the gate overlapping proximally to the bifurcate flow divider, and the gate ring appeared properly expanded and patent; the previously seen gate ring compression appeared to have essentially resolved. The cause of the gate compression could not be determined from the limited films. Images during deployment of the bifurcate/gate were not seen in the returned images. After ballooning, the contra limb was seen still compressed along a single stent length just distal to the gate ring, and then expanded normally along the contra limb distal length. It is possible that the lack of complete contra gate expansion was anatomy related; possibly due to deployment within a small diameter, calcified, and/or thrombus filled aorta. A device issue cannot be ruled out as a potential cause. However, the delivery system was discarded and product investigation could not be performed. If information is provided in the future, a supplemental report will be issued.